Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. No damage found on the motor.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 127mg/dl. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run a displacement test and passed. No further information was provided.